Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. Accoridng to the physician's office, there were no procedural complications nor post-operation visit complaints or abnormal findings. The patient was last seen in june 2011, and there were no documented urological or procedure-related complaints. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.